Event description:
It was reported that the external pulse generator (epg) screen had lines in it. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the upper case and lower case were broken, the battery release, knobs, battery drawer and lead flex cover were contaminated, the side bail covers, ring cover, side bails and ring bail were missing. (B)(4).